Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received by the company representative and health care provider (hcp) reported that the patient was trying to get in contact with her company representative to decide if she should have her device removed or replaced. It was reviewed that it was ultimately the decision of the patient and their health care provider (hcp) if they wanted to have the device explanted. The patient reported that the surgeon that examined her implantable neuro stimulator (ins) on (B)(6) 2015 said that the company representative told her not to replace the ins and the patient wanted to know why this decision was made. It was later reported that pocket exploration, evaluation of leads, 30 minute programming and diagnostic laparoscopy with removal of gastric pacemaker leads was performed on (B)(6) 2015. The leads had several kinks and turns around the generator. One of the leads was inthe fat anterior to the stomach and was in close proximity to the previous insertion site. The second lead was in the soft tissue of the abdomen and was nowhere near the stomach. There was dense scar tissue and the leads within the subcutaneous pocket were curled and twisted around the generator. Impedances were checked and they were more than 800. Repositioning was tried several times, the leads were reinserted and cleaned but there were still high impedances. The device was explanted on (B)(6) 2015 and disposed of by the hospital. The device was removed because it was not effective. It was explained to the patient that the device and leads were removed because the leads had pulled out and were no longer in the patient's stomach. Another device was not implanted. The health care provider reported that the patient had their first post-operative visit on (B)(6) 2015. Since surgery the patient had done poorly with incisional pain, nausea, vomiting and diarrhea. The patient resumed participating in limited activities and was scheduled for a follow up appointment with her hcp on (B)(6) 2015. The incision was healing well. The health care provider (hcp) recommended that a second device no t be implanted as this was the patient's second device within a short period of time that had malfunctioned. The hcp did not think that the therapy worked for the patient. The hcp believed that the patient had been flipping the generator in the pocket (manipulation of device that lead to therapy failure) and that was what caused the leads to come out. The indications for use (ifus) were gastric stimulation gastrointestinal/ pelvic floor.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since (B)(6) 2015, the patient had been feeling a ¿severe¿ pain under her right breast. The patient felt that the implant had been moving inside her for the last 2-2.5 months, so a replacement surgery was scheduled for (B)(6) 2015. On (B)(6) 2015, the patient felt a ¿shock¿ in her stomach.

Event description:
It was reported the patient had a loss of therapeutic effect. The patient¿s healthcare provider (hcp) confirmed that their stimulator was not working. The hcp thought the leads came out of the stimulator. X-rays were taken and an esophagogastroduodenoscopy was performed, but the results showed nothing unusual. The stimulator had been flipping and was uncomfortable. The system was thought to have high impedances, but they were confirmed to be within normal limits. The patient still had significant nausea improvement, but had pain at the stimulator site. Pocket revision was going to be discussed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.